Event description:
The customer called for help with her contour meter. She alleged that she performed control tests and received a result of 207 mg/dl. The normal control range was 103-142 mg/dl. While troubleshooting, the customer performed 2 additional control tests and received results of 209 and 221 mg/dl. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips and a new meter were sent to the customer.